Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that their stimulator is not working. Caller stated a message came on the screen that says "call maintenance intellis, 2- 3.6, 3- 58, 4- qf-new ." Caller stated they are having trouble charging and this message came on today. Agent walked caller through resetting the controller battery. Caller confirmed the error message cleared. Caller saw battery empty, cannot continue, recharge the implant device. Agent had caller connect the recharging antenna to the controller. Caller saw no device found. Caller entered passive recharge mode and saw numbers 57-59-60. Caller moved the antenna around and was able to find numbers in the 80s. Caller was able to get to recharging excellent and stated the implant was at 60%. Caller added that they can't sit down and keep charging because they have to hold the recharger paddle over the implant. Caller noted that the implant was just put in about a month ago and they think they got it planted too deep in them. Caller noted if they leaned back they'd see poor recharge quality, and they could only get to excellent if their son was holding the antenna up against them. Caller stated they were supposed to be comfortable with this thing but they're not comfortable. Agent reviewed recharging best practices with caller and advised caller to follow up with their healthcare provider of the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.